Manufacturer narrative:
Customer collects accu tni samples in 5ml greiner lithium heparin tubes. Specimens are centrifuged at 3000g for ten minutes at 20 degrees c. Qc was within specifications prior to the event. A field service engineer (fse) was not dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer tested patient sample for troponin (accu tni) and obtained a result of 0.468ng/ml which was reported out of the lab as 0.5ng/ml. The sample was re-ran as an automatic reflex of the original sample and the result was 0.401ng/ml. The original sample was then re-tested, and two results of 0.059ng/ml were obtained, and the result of 0.06ng/ml was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.